Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated to CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv). On (B)(6) 2012, the nurse reported the following information. In (B)(6) 2011, the patient experienced an exit site infection that spread into the cuff and became a tunnel infection. Since the exit site/tunnel infection in (B)(6) 2011, the patient experienced relapsing peritonitis. In (B)(6) 2011, the patient began remedial therapy with unspecified antibiotics. The nurse reported that the patient has experienced febrile for the past ten days. On (B)(6) 2012, the pd catheter was removed, dianeal pd4 ambuflex was withdrawn and the patient was placed on hemodialysis. At the time of this report, the causative organism has yet to be determined and remedial. Therapy was ongoing. Relapsing peritonitis and exit site/tunnel infection-not resolved. Relapsing peritonitis and exit site/tunnel infection-unrelated.